Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture in both the atrial and ventricular chambers. Testing in both bipolar and unipolar found that the device had no output. The output was increased to 6v in both chambers, but there was no change on the ECG. Telemetry noise was noted on all ECG's. The patient has an underlying rhythm. The physician elected to explant the device.